Event description:
The reason for call was patient stated they didn't think the implant was working like it should. Patient stated yesterday they when they went to charge the implant, the implant battery was still at 100%. Patient said the issue started a couple weeks ago off and on and was getting worse and worse. Patient also said the last 3 days the implant had been at 100% or maybe down to 90% but after 24 hours the implant should be down to 20-30%. Patient unlocked controller; unlocked controller 100% and implant 100%. Agent walked patient through increasing stimulation in groups a, b and c. Patient mentioned the controller showed settings not available in all the groups when they increased stimulation. Agent asked, patient mentioned they don't feel stimulation and patient denied any recent falls/trauma. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.